Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 80% stenosed lesion was located in a non calcified and moderately tortuous left cephalic vein. The sterling otw 4.0 x 60/80 (4f) balloon was inflated to fourteen atmospheres on the first and second inflations. On the third inflation the balloon was inflated to fourteen atmospheres and ruptured. The procedure was completed with a sterling otw 5.0 mm x 20 mm. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).